Event description:
It was reported the customer received a button error alarm that they could not clear. Customer also stated their buttons were unresponsive. The customer's blood glucose was unknown. The customer also stated they had worn their insulin pump into a body scanner prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the functional testing. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).